Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grip-clip test was performed and failed. The clip was unable to clip onto the tubing after multiple attempts. Failure analysis found the secondary failure of failed intuitive motion to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in all directions. The grips/tips did not open and close properly. This instruments grip-tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. Failure analysis found the tertiary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk broken. Hairline cracks were found on grip input shafts. Input disk #6 was found broken into pieces inside of the housing. As a result, failed clip test and failed intuitive motion can be observed. Additionally, the instrument was found to have a cracked clamping pulley when the housing was removed. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was defective. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the additional information: it was confirmed that the instrument was not used as the damage was noticed prior to starting the procedure. The customer used another instrument to complete the procedure.